Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. The left common iliac artery had a seal length of approximately 10 mm. It was reported that, approximately one year and three months post index procedure, the patient presented emergently with a ruptured aneurysm. It was discovered that the endurant stent graft limb, in the left common iliac artery, had migrated and there was a corresponding distal type I endoleak. The physician elected to perform coiling of the left internal iliac artery and another manufacturer's stent graft was implanted. Per the physician, the cause of the event was due to the patient's vessel morphology of a short sealing length in the left common iliac artery. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.